Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d4: lot number unknown / not provided. E1: email address and first/given name unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to infection, buccal fistula at well-placed implant site #5, unresponsive to antibiotics in pen allergic patient.